Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the screen was hard to read because of multiple scratches on it. Customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with severe scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.